Manufacturer narrative:
The device was not explanted. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient was experiencing wound healing issues and the wound was cleaned three times a week. Therapy was turned off and the patient received oral antibiotics prophylactically. Follow-up report indicated that therapy has been turned on. The wound is no longer open and there are no reports of further complications.